Event description:
Reviewed surgeons report on the surgical database, which indicated the surgeon had to replace a small im nail for a larger one to relieve pt pain, apparently caused by the short nail placement. Review of pt x-rays shows the nail was not broken and the exchange nail procedure was able to relieve the pt's complaint of pain. Cause: pt complained of pain, which the surgeon determined was due to the placement of the short im nail. No indication of product defect.